Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake linkage was cracked. The technician replaced the brake linkage with an upgrade to repair the bed.